Event description:
Customer reported a cartridge alarm 30 occurred during pumping. Blood glucose level did not exceed 500 mg/dl, indicating the level was within a safe range. Customer received assistance from technical support in loading a new cartridge using correct procedures and was able to successfully resume insulin therapy, resolving the issue.